Manufacturer narrative:
The reporting facility did not provide a contact name. The phone number is: (B)(6). Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred when using the axiom artis fc system. The collimator misaligned mid-case during an interventional procedure. The procedure was completed using an alternative system. As of the date of this report, siemens is not aware of an adverse impact to the patient's health due the reported issue. The reported event occurred in the united kingdom.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The evaluation could not provide a clear result as the conditions on site had already been changed by the service intervention preventing any further investigation. According to the system specialists and the technician who intervened on site, the camera was in the end position and the image intensifier could no longer rotate. As a result, the image intensifier is not correctly aligned with the patient table. In this case, the system issues a message to the user that there is a misalignment. Apart from the rotated image and the fact that 3d applications were not possible, the system could have been used normally. Nevertheless, the operator decided to switch to another system to finish the investigation. During service intervention the technician manually positioned the camera rotation to the reference position and adjusted the corresponding potentiometer value accordingly. The occurrence rate of this issue has been checked and a possible general error which would require corrective action of the installed base could not be identified by the investigation. The error mentioned in the complaint has not been reported again. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.